Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion" according to the customer: "incident date/time: (B)(6) 2022, 1917hours - (B)(6) 2022, 2000hours medication: IV chemotherapy. Nurse reported IV chemotherapy did not complete within therapy duration. Based on the history logs extracted from (B)(4): infusion started @ 1917hours. Rate: 3.30ml/hr, vtbi: 50ml. According to nurse's input: (B)(6) 2022 @ 1036hours, vtbi near end alarm occurred and noticed there was remaining volume. Therefore, vtbi 10ml was topped up and infusion was continued. Until @ 1347hours, vtbi 30ml was topped up as second time. Physical used tubing was not available for further investigation. As confirmed with nurse, no further complication reported after the event. Patient's condition not affected." ".""

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. A space line was insersted. The infusion was started with a rate of 3,3ml/h and a vtbi of 50ml. During the infusion the pressure alarm occurred, one time. The volume was reset, two times. No other abnormalities were found in the device history. The complaint could not be confirmed.